Manufacturer narrative:
Patient identifier, age and weight not available from the site at the time of this report. Medtronic representative performed a navigation system check-out, all areas passed. No patient archives/exams have been received by the manufacturer for evaluation. No further issues reported.

Event description:
A surgeon alleged an inaccuracy of 1mm on the tip of the nose, occurring while in a cranial procedure. The pointmerge registration yielded a predicted error of 0.3mm. When looking at the patient exam details, there was a slice thickness of 1mm, with spacing of 0.699mm. The surgeon re-registered the patient and continued to see an inaccuracy of 5cm. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.